Event description:
It was reported that metal shavings were coming out of the pin collet during testing at the user facility. The case was completed successfully without any delay. There was no patient involvement and no adverse consequences reported with the device.

Event description:
It was reported that metal shavings were coming out of the pin collet during testing at the user facility. There was no patient involvement and no adverse consequences reported with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of metal shavings was confirmed. During testing upon disassembly the quality technician found worn impreglon, as well as corrosion and debris affecting the collet fingers. It was determined that these failures could cause or contribute to the reported events. A failure involving a slow degradation into metal particles may be caused by corrosion, wear, friction, and loss of lubrication. The attachment is not a repairable device and will not be returned to the user facility.